Event description:
It was reported that the replacement ilet had an unresponsive touchscreen during setup, with no action when pressing begin, despite full charging, app connection, and attempted restart; the issue is consistent with a key or button not working and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input control on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.